Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced t-wave oversensing (twos) post-pace. The rv lead was reprogrammed, however the twos persisted as noted on the electrogram. In addition, far field r-wave (ffrw) oversensing was noted on the right atrial (ra) lead. The rv and ra lead remain in use and the patient is being monitored. No patient complications have been reported as a result of this event.